Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch verioflex meter was reading high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10:30am on (B)(6). The patient reported obtaining a blood glucose reading of 91mg/dl on the subject meter and 62mg/dl on a g4 meter, obtained within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with a combination of medication. The patient reported consuming more food/drink in response to the reported readings. The patient reported developing a symptom of ¿dizziness¿ thirty minutes later. The patient reported going to hospital where they were given treatment of ¿bolus feeding¿. At the time of troubleshooting the cca verified that the unit of measure was set correctly. Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.